Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm after pump was left in bathroom while showering. There was no impact to the customer's blood glucose level. Customer indicated manual injections would be used for back-up therapy.